Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that she was in pain. Additional information was received from the patient on 2017-03-09. The patient reported that she had a return of symptoms and stimulation in an undesired location. The patient reported that she had problems with her stimulation, it was not working in the areas it was supposed to be working and she was in pain more often. The patient reported that she loved it at the beginning but then it changed. The patient reported that a manufacturer¿s representative (rep) changed her programs before, but the new settings didn¿t seem to be targeting the correct area. The patient synced the ins with the patient programmer (pp) and stimulation was off. The patient turned stimulation on and the issue did not resolve. The patient reported that she saw the therapy screen on group b, program 1 at 3.5v and program 2 at 3.0v. The patient reported that she already tried increasing stimulation but it didn¿t resolve her problems. The patient returned to clinician settings and increased to 5.0v but reported not feeling stimulation in the right area. The patient also reported that her ins wasn¿t working the way it should be and would like someone to show her how to use it again or fix it. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.